Event description:
Event verbatim [preferred term] burn blisters on her lower back [burns second degree], an unusual development of warmth [device issue]. Case narrative: this is a spontaneous report from the (B)(6). A contactable pharmacist reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s16661, expiration date dec2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and the patient had tolerated it well. On an unspecified date, the patient experienced burns on her lower back after using thermacare heatwraps. She had an induction hob in the kitchen and wore the heatwrap while cooking. The patient noticed an unusual development of warmth. After removal of the heatwrap, burn blisters were visible. She did not apply any ointments under the heatwrap. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer reports "one heat wrap caused burned blister on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip spec-23451, effective date: 28nov2016. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns on her lower back/ burn blisters were visible [burns second degree] , an unusual development of warmth [device issue] , . Case narrative:this is a spontaneous report from the (B)(6) regulatory authority bfarm. The regulatory authority report number is (B)(4). A contactable pharmacist reported that a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s16661, expiration date dec2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and the patient had tolerated it well. On an unspecified date, the patient experienced burns on her lower back after using thermacare heatwraps. She had an induction hob in the kitchen and wore the heatwrap while cooking. The patient noticed an unusual development of warmth. After removal of the heatwrap, burn blisters were visible on the skin. She did not apply any ointments under the heatwrap. The patient further reported "one heat wrap caused burned blister on the skin". Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Consumer reports "one heat wrap caused burned blister on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip spec-23451, effective date: (B)(6) 2016. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12jan2018): new information received from product quality complaint group includes investigation results.